Manufacturer narrative:
Lot number received: 120522. Analysis and results: there are no previous complaints of this code-batch. We manufactured 84 units of this code-batch. There are (B)(4) units in our stock. We have received 8 closed samples and 4 opened for analysis. Three of the open samples received have the suture inside and the other sample received is empty. We have checked all closed samples received and the 3 open samples and contain the suture inside and is according to the product description (dafilon black 11/0 (0.1) 5cm drm3). However, we have checked visually the open and empty sample received and there are no marks of the needle in the foam. Considering that the other samples received are correct, we consider that this is an isolated and accidental unit and this pouch was released without the suture. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that one of the open samples received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the sample received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with dafilon suture. The client reported that the packs are empty, there is no suture inside. There is no patient involvement.